Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology - 95% stenosis, calcification and tortuosity). Deformation problem (stent). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 95% stenosis, calcification and tortuosity). (B)(4).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lm to lad. The device was inspected prior to use with no issues noted. The area from the lm to lad was 95% stenosed. It was reported that the device was unable to cross the lesion due to the calcification and tortuosity. Another device was used to complete the procedure. The device was returned to the manufacturing facility and the stent was observed to be damaged. There was no patient injury reported. Device evaluation: struts were raised on the 12th distal segment. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).